Event description:
(B)(4) I had the essure implant done 7 1/2 years ago because I did not want to get pregnant again at the (B)(6). I was not told of any complications/side effects at the time except that it was a permanent, non-reversible procedure and I would not be able to have children again--the exact result I wanted--so agreed to this procedure recommended by the doctor as a non-surgical permanent option. Over the last 8 years, I have personally experienced over 61 separate symptoms described by other essure implant patients. I recently discovered that all of my bizarre health issues started within weeks of implantation ((B)(6) 2008), I ended up with a severe intestinal yeast infection finally diagnosed within months of implantation. I have gradually over time changed from an active, exuberant, enthusiastic, vibrant, running, mother, business woman and sunday school director to dealing with thinking I am dying of something. I've had testing for rheumatoid arthritis (because of severe aches and pains), leukemia and lymphoma (because of unexplained persistent low grade fevers, 99-101 degrees), breast cancer (because of swollen glands), endometrial/uterine cancer (because of endometrial cells showing up in a pap smear--a result that only happens in 1 in 119,000 results), and thyroid cancer (because of weight issues). These were all ruled out. I am just discovering I have symptoms that are common in over 28,000 women with the essure implant. I am currently being assessed for lupus and psoriatic arthritis. I have such terrible acne cysts on my face, that I frequently feel embarrassment. Last fall I had a d&c in order to remove polyps in my uterus. I never even knew such thing was possible. With a family history of fibroids, I expected that, but had never even heard of polyps. My doctor recommended the d&c and a mirena implant in order to help with the heavy periods that lasted approximately 7-10 days every 2-3 weeks and were so heavy, I could not really leave the house except with difficulty and very careful planning. The procedures were done in (B)(6) 2015 by a doctor who knows I have essure, and I have since discovered on my own that both d&c and mirena are contraindicated for someone with essure because of the risk of breaking a coil. The mirena is still in my uterus! I am also aware that the FDA states pet fibers are not supposed to be implanted permanently into humans, but that this device has pet fibers. How could the FDA approve such a device? I am incensed to discover over the last few weeks that every single symptom and struggle I have had to endure over the last 7 and a half years is shared in common with women who have had essure implants. The bloating and utter and complete fatigue and exhaustion, depression and debilitating pain in my joints, swelling and breakouts, hair loss and tooth damage, skin damage and fevers have made being a mother, wife and business woman something I have to fight for daily instead of being able to enjoy and delight in before I had this device implanted. I have been made to feel I have mental problems because of stress in my life. I used to thrive on stress...I looked at everything as a challenge to overcome or a problem to solve. I have tried taking this approach with my health care and getting to the bottom of what is causing this disruption in my life, but my physical and mental health have affected my spiritual health and sometimes just getting out of bed is painful physically and mentally. In order to get through a day, I take a minimum of 600 mgs of ibuprofen once or twice a day. I have an extremely high tolerance for pain as I was a ballet dancer well into my 20's, I currently walk over a mile almost daily in order to stay in some semblance of shape, but some mornings I can barely step on the floor without cringing in pain. I've never minded doing the hard work, I've even run a half marathon with asthma! I typically have to use 1 or 2 (B)(6) and lots of black tea just to make it through a day now. I am subclinical hyperthyroid. I should lose weight without trying. I struggle with my weight. I eat a very well balanced diet heavy on vegetables and whole grains, then fruits and lean proteins. My belly looks like I am well into a pregnancy it is so bloated. I am currently about (B)(6) lbs. I was (B)(6) lbs the day I got married, yes, I have had three children, (B)(6) for my first pregnancy, but just 10 years ago I was only (B)(6) lbs. I weighed (B)(6) on the day of implantation. Here is my personal list of symptoms: gynecological: cramping, sharp/stabbing pelvic pain, abnormal menses, constant spotting, discharge (no odor), excessive bleeding during period (menorrhagia), painful ovulation (mittelschmerz) this started recently; bleeding between periods (menorrhagia), early menopause? Possibly. How am I to know. I had it implanted at the age of (B)(6). Incontinence. Long menstrual cycles (polymenorrhea), yeast infection in my colon (candida) , urgent/frequent urination , uti (urinary tract infection), bladder infection, stabbing pain in vagina and in lower abdomen, abdominal spasms/ twitching/ fluttering, additionally: uterine polyps, positive pap smear for endometrial cells. Pain: back, joint, chest, leg, neck, spine, hip, abdominal, all over body aches/pain, joint pain. Gastrointestinal: nausea, vomiting, gas, constipation, diarrhea, severe bloating, metallic taste in mouth (this is not a constant complaint, but does happen). Bowel issues and rumbling, swelling.developed a yeast infection in my colon within weeks of implantation and I've never even had a vaginal yeast infection, let alone one in my colon! Neurological, mental health: headaches or migraines, dizziness tingling sensations, numbness, diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss) anxiety/panic attacks, mood swings, mood disorders (bipolar ii/depressive disorder), depression (sadness/suicidal thoughts), ptsd (post traumatic stress disorder and I thought this was related to grief, but in retrospect ), numbness/tingling in extremities (hands/feet), sensation of burning, stinging, tickling or prickling of skin (paresthesia) tremors/shakiness. Blood issues: one blood test showed "pre-diabetic"; I eat a virtually sugar free diet vitamin d deficiency, unexplained/easily bruising. Autoimmune disorders: lupus (possible and don't have a diagnosis as I've lost my insurance), psoriatic arthritis: (possible - same note as above) symptoms include: asymmetric, arthritis, distal interphalangeal predominant, generalized fatigue, achilles tenderness, pain and swelling (bump) over achilles' tendons, swollen fingers, stiffness, pain, throbbing, swelling and tenderness in one or more joints (especially my right index finger), a reduced range of motion, morning stiffness and tiredness, nail changes and the nail separates from the nail bed and/or becomes pitted and mimics fungus infections, severe redness and pain of the eye, such as conjunctivitis. Chronic fatigue syndrome (possible), loss of memory or concentration, feeling unrefreshed after a night's sleep, chronic insomnia/restless legs (and other sleep disorders), muscle pain, frequent headaches, multijoint pain without redness or swelling, frequent sore throat and hoarseness, tender lymph nodes in your neck and armpits. Allergies/sensitivities: heightened allergies/ allergic reactions. Allergic reactions. Hives, rashes, cysts, boils, acne, skin irritation/itching -- dry scaly itchy patch on scalp. Heart issues: heart palpitations. Others/misc.: swelling of legs or feet, hair loss or changes, dental issues, thyroid disease (subclinical hyperthyroid), weight issues (loss and gain), swollen glands, unexplained fevers (for years 99.1-100.7), muscle spasms and severe cramping, vision problems (floaters, blurred vision, decreased vision), dry skin/hair/eyes, severe bloating, blood in urine (tested (B)(6) 2016), premature grey hair. I have had asthma and allergies since I was a young child. I have no birth defects. I have had basal and squamous cell skin cancers. I have a multinodular goiter. Endocrinologist says I am subclinical hyperthyroid - it is not cancerous). The device was recommended by and provided by (B)(6).